Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during device retrieval, the stent uncrimped and the strut was damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent damaged and partially deployed at both proximal and distal ends. Struts on the proximal side in the expanded area and in the middle of the stent profile where the stent did not expand, were lifted distally from the stent profile. The stent also moved distally on the balloon with the deployed part located over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall profile. The balloon cones exhibited signs of positive pressure however no damage was noted. As part of the examination, an attempt was made to inflate the balloon to the rated burst pressure, however it was noted that the fluid would not travel through the hub. The device was left soaking in the waterbath at 37°c. A second attempt was made to inflate the balloon at nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. It is likely that the restrictions encountered could have been due to contrast media blocking the inner lumen. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination of the hypotube profile found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. A review of the port bond area found slight damage at the port exit site where the midshaft appeared to be slightly twisted. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 32 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during device retrieval, the stent uncrimped and the strut was damaged. No patient complications were reported.